Event description:
It was reported that the right ventricular (rv) lead had high impedance in two different locations during implant. It was also noted that the physician was not able to extend the helix after multiple turns. This lead was attempted and not used; another lead was chosen. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned. Analysis was performed and no anomalies were found. Helix extension/retraction and length testing were all performed. Results, including electrical testing, were within specified parameters. (B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)